Event description:
It was reported by customer that the powerglide catheter sheer. Additional information received on 5/6/2025: arm xray, chest xray, and tte completed without incident. No changes to patients'. Assessment. Discharged on anticoagulants (already required for other health diagnosis).

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break in the catheter is confirmed and was determined to be use-related. One 20 ga powerglide pro was returned for evaluation an initial visual observation showed abundant blood residues throughout the returned device. The catheter was returned removed from the needle shaft. The catheter was observed to be broken near the distal end of the catheter shaft. The safety mechanism was observed to be advanced over the needle tip. The safety mechanism was observed to have abundant blood residues inside the safety mechanism. A microscopic observation revealed the break in the catheter shaft to have a 'v' like shape. The fracture edges appeared jagged, and the fracture surface appeared granular. The distal tip of the catheter was not returned for evaluation. No obvious disjointed coils were observed along the guidewire. The characteristics of the break on the returned sample was consistent with damage caused by re-inserting the needle back into the catheter or pulling the catheter back over the needle during the placement process. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Additional information: midline placed in right cephalic vessel. Powerglide would not flushed, upon removal catheter full length not noted. Appears to be sheared with 1-2 cms of catheter tip missing.